Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail, a completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that after she had an intraocular lens (iol) implanted, her intraocular pressure (iop) was increased. She was treated with a betablocker, which caused her blood pressure to decrease. She was then switched from the betablocker to an alternative treatment eye drop, which brought her iop into a normal range, and she was able to stop using the eye drop. She has decreased vision and was diagnosed with posterior capsular opacification. She will continue to follow with her surgeon, but is also considering a second opinion. Add'l info was requested.